Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, e1, g2, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, and no pictures were provided; therefore, a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause could not be established. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unspecified number of unknown screws. G2: france. Journal article citation: batiste santoni et al., orthopaedics & traumatology: surgery & research, https://doi.org/10.1016/j.otsr.2024.104009. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from orthopaedics & traumatology: surgery & research (2025) that reported a retrospective study from france. The purpose of the study was to present the results of ncb-pp® locking plates in the management of periprosthetic femoral fractures. The study reviewed 89 patients with periprosthetic femur fractures between january 2014 and september 2022 (74 tha, 11 tka, and 4 interprosthetic). Patients were then divided into 2 groups according to the time to postoperative full weight bearing: "immediate" (30) and "delayed" (59) (a minimum of 6 weeks post-operatively). All fractures underwent isolated ncb-pp® plate osteosynthesis using the orif (open reduction internal fixation) technique via a sub-vastus lateral approach with an ncb-pp plate and an unspecified number of screws. Additionally, 38 patients also received cerclage-ready cables (zimmer biomet). The study population had a mean age of 81 years at time of surgery (range 28-99); (62 females, 27 males). Mean follow-up time was 14.6 months (range 12-65 months). The study reported that 1 patient with a complex fracture and rigid fixation in the delayed weight bearing group experienced nonunion/pseudoarthrosis. Further treatment or intervention was not stratified by complication. Attempts have been made, and no further information has been provided.